Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged. During the repositioning procedure, the helix was difficult to retract, and the pacing impedance measurements were higher than expected. The lead was removed and a new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported higher than expected pacing impedance measurements observed during the lead revision. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged. During the repositioning procedure, the helix was difficult to retract, and the pacing impedance measurements were higher than expected. The lead was removed and a new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.